Manufacturer narrative:
The investigation determined the event was due to a customer maintenance issue. The investigation did not identify a product problem.

Manufacturer narrative:
The ft4 IV reagent lot number was 76723501 with an expiration date of 31-jan-2025. The customer performed liquid flow cleaning (lfc). The field service engineer (fse) visited the customer site and performed repeatability testing with acceptable results. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ft4 IV (ft4 IV) on a cobas e 411 analyzer (rack system). The initial result was 1.92 ng/dl. The repeat from the same analyzer was 1.49 ng/dl. The sample was repeated on a different e411 analyzer and the result was 1.49 ng/dl. The repeat results were believed to be correct.